Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: the following allegations have been investigated: thrombus, stenosis, anxiety, worry, fear, and limited mobility. Investigation is reopened due to additional information provided.the reported allegations have been further investigated based on the information provided to date. The additional information regarding thrombus and stenosis does not change the previous investigation results for occlusion. Unknown if the reported anxiety, worry, fear, and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient received an implant on (B)(6) 2009 via the right internal jugular vein due to deep vein thrombosis (dvt) in the left lower extremity. The patient alleges vena cava and organ perforation, device fracture, post implant thrombotic event, and perforation abutting organ. The patient further alleges the filter struts abutted and/or perforated aorta/spine/loop of small bowel/psoas muscle on the right side, remaining fractured strut perforated l3 vertebral body, surgical procedure to have the filter removed, anxiety, worry, fear, limited mobility. Percutaneous complex filter removal via left femoral vein of thigh on (B)(6) 2019 due to severe pelvic and bilateral leg pain, swelling as well as skin discoloration and ulcerations over the ankles. (B)(6) 2019, per a report from retrieval report (successful); "the patient has developed scarring and occlusion of his ivc and iliac veins related to chronic dvt. The legs of the filter have also protruded through the wall of the cava and contact the aorta, spine, a loop of small bowel, and the psoas muscle on the right side". "Intravascular ultrasound was performed of the ivc into the bilateral common iliac veins, external iliac veins, common femoral veins, and left femoral vein of the thigh. This demonstrated multifocal severe stenoses within the ivc and iliac veins. Near occlusion of the common iliac veins and infrarenal cava is identified". ¿impression: 1. Ivc and iliac vein occlusion related to long-standing indwelling ivc filter. The filter was successfully removed. Of note one of the legs of the filter was previously detached from the filter and this leg remains in place outside of the lumen of the ivc. The ivc and iliac veins were severely scarred following filter removal, and because of this a were reconstructed with stents which were placed from the ivc across the bilateral iliac veins the right external iliac vein and left common femoral vein.¿

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Reporter occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the following allegations have been investigated: fracture, vena cava (vc)/organ perforation, occlusion, difficult to retrieve, scarring of the inferior vena cava (ivc). Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported scarring of the inferior vena cava (ivc) is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to long form complaint filed: it is alleged that "on or about (B)(6) 2009, [pt] was implanted with a cook celect filter. [Pt] has suffered serious injury as a result of the implantation of the cook celect filter. Specifically, the legs of the filter protruded through the wall of the vena cava and abutted and/or perforated the aorta, spine, a loop of small bowel, and the psoas muscle on the right side. [Pt]¿s ivc was also occluded at the level of the filter. Most of the filter was removed on (B)(6) 2019; however, one of the filter¿s legs had fractured and remains in [pt]¿s body outside the caval lumen. The removing physician further noted severe scarring of the ivc." Patient outcome: it is alleged that "[pt] is at risk for future progressive perforations and migration of the celect filter leg. [Pt] faces numerous health risks, including the risk of death. [Pt] will require ongoing medical care and monitoring for the rest of his life."